Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a dialyzer blood leak noted during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed the blood leak was internal and occurred immediately after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed within the dialyzer housing head. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 200cc. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility inventory manager reported a dialyzer blood leak noted during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed the blood leak was internal and occurred immediately after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed within the dialyzer housing head. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 200cc. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.